Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers received alleging patient suffered and continues to suffer symptoms including, but not limited to pain, weakness, trouble walking, trouble sitting, burning sensations, trouble maintaining balance, and difficulty with even simple daily living activities. It is further alleged patient has elevated levels of cobalt chromium metal ions in her blood stream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.